Event description:
Customer reported via phone call that the insulin pump has alarmed no delivery several times for the past days and has had to change the infusion set and because of rewinding and priming multiple times the battery is not lasting. During troubleshoot; the customer reported experiencing high blood glucose of 498 mg/dl. Customer stated that the battery indicator shows 2 bars. The no delivery alarms have been resolved. Customer was advised to monitor the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.